Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the reamer head disassembled from the reamer shaft and got stuck in the patient's ulna during surgery. Part of the device was retrieved and is being returned. Thirty minutes were added to the procedure due to the retrieval of the end of the reamer.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection performed on the returned product confirmed the part had disassembled. The product had been in the field for approximately 10 years 5 months. It is unknown how many times this device had been used during that time. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records for the device were reviewed and identified no deviations or anomalies. Product was not returned and therefore no conclusions can be made as to the current condition of the product. This device is used for treatment. Initial product history search was conducted and revealed no additional complaints against the related part and lot combination. The device had a potential field age of approximately 10.5 years with an unknown usage history at the time of the reported incident. The most likely root cause of the reported issue cannot be determined as it could not be reproduced.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.